Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation the pump under infused at a rate that mmdg considers reportable. Dirt and debris caused the under infusion. The pump does not appear to have been cleaned properly. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was alarming no flow out and had cosmetic damage. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. (B)(4).